Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received. Although no patient specific allegations were given, general litigation alleges metal on metal, so we are reprting the liner and head. Update (B)(6) 2015. Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ions (no labs). During the primary operation, while broaching a crack in the calcar occured. The crack was cabeled. The stem and unknown broach is being added to the complaint. Part/lot is being updated. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination and the search/device history record review wasn't possible against the unknown product/lot code. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.